Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that three phaco handpieces had trouble with phacoemulsification and aspiration during setup. An alternate phaco handpiece was used to proceed with surgery. This is the second of three reports for this facility.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 7, 2013. The (B)(4) handpiece was received for evaluation. A visual assessment of the returned sample revealed no visual nonconformities. A flow rate test found the handpiece to meet specifications. The handpiece was then connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic power. The stroke test found the handpiece to meet specifications. A review of the data indicates there were 305 procedures performed with this hp. The last recorded data displayed no recent tuning issues. The handpiece was found to meet specifications. Therefore, the root cause of the reported event of no (B)(4) power cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).